Manufacturer narrative:
Other, other text: returned device was received in decent physical condition, however, it was missing the rubber feet on the bottom case and cracked under the l-bracket. Evidence of reported problem in event log was found. During the evaluation of the device, the alarm was unable to be replicated by analysts. The speaker and interconnect boards were replaced as a preventative measure. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
It was reported that a smiths medical medfusion pump displayed an error code / suspect the board to be bad / audible post failure. No adverse patient effects were reported.